Manufacturer narrative:
During follow-up, the patient said she has not been using lubricant to catheterize because her supplier stopped shipping it. The patient was advised to ask her doctor and supplier because lubricant is routinely used to ease insertion, avoid friction and irritation of the urethra. The patient also provided another device model number, m14, but was unable to confirm which unit she was using at the time of the event.

Event description:
Intermittent catheter patient (user) said she recently had a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said she was prescribed an antibiotic, took the full course, but the infection returned. She was prescribed a series of antibiotics again, and the infection returned. After about 4 times overall, her last dose of antibiotics worked to rid the infection. The patient said she feels better now and may have recovered, and is due to visit her doctor soon to be tested to ensure complete recovery.